Manufacturer narrative:
Most recent follow-up information includes: on 24-mar-2017: lot number received. Company causality comment: this spontaneous medically confirmed case report refers to a female patient who had essure (fallopian tube occlusion insert) inserted and 3 months later had abdominal pain and bleeding (interpreted as genital bleeding). She was going to have surgery to remove essure the day following the report. These events are anticipated in the reference safety information for essure. Abdominal pain and genital bleeding in women may have multiple causes. In the present case, no information regarding consumer's medical history and concurrent conditions was provided. Given the nature of the reported events, positive temporal relationship and lack of alternative explanation, causality with essure cannot be excluded. Non-serious event was also reported. This case was regarded as incident since device removal will be performed. The product technical analysis concluded, as a product quality detect could not be confirmed but is considered plausible, a relationship with the reported medical events cannot be totally excluded. Further information is expected.

Manufacturer narrative:
Quality-safety evaluation of ptc: sample not available. Since we have no valid lot number for this case. We were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. Although we were unable to confirm this complaint, we cannot exclude the possibility of having a technical issue involved in the complaint. There was no event reported which indicates a new technical failure mode for the device. No specific quality issue was defined, therefore no meddra llt can be provided. As a product quality detect could not be confirmed but is considered plausible a relationship with the reported medical events cannot be totally excluded. However, the reported medical events are known, possible, undesirable events and not indicative of a quality deficit per se. Since no batch number was reported, a batch investigation with respect to similar ae cases is not applicable. Most recent follow-up information incorporated above includes: on 7-mar-2017: quality-safety evaluation received. Company causality comment: this spontaneous medically confirmed case report refers to a female patient who had essure (fallopian tube occlusion insert) inserted and 3 months later had abdominal pain and bleeding (interpreted as genital bleeding). She was going to have surgery to remove essure the day following the report. These events are anticipated in the reference safety information for essure. Abdominal pain and genital bleeding in women may have multiple causes. In the present case, no information regarding consumer's medical history and concurrent conditions was provided. Given the nature of the reported events, positive temporal relationship and lack of alternative explanation, causality with essure cannot be excluded. Non-serious event was also reported. This case was regarded as incident since device removal will be performed. The product technical analysis concluded, as a product quality detect could not be confirmed but is considered plausible, a relationship with the reported medical events cannot be totally excluded. Further information is expected.

Manufacturer narrative:
This spontaneous case was reported by a physician and describes the occurrence of abdominal pain ("abdominal pain") and genital haemorrhage ("bleeding") in a (B)(6) female patient who had essure (batch no. C91747) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. On (B)(6) 2016, the patient had essure inserted. On (B)(6) 2016, 2 months 23 days after insertion of essure, the patient experienced abdominal pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant) and abdominal distension ("swelling"). The patient was treated with surgery (the patient will have surgery to remove essure the day following the report). Essure treatment was not changed. At the time of the report, the abdominal pain, genital haemorrhage and abdominal distension had not resolved. The reporter provided no causality assessment for abdominal distension, abdominal pain and genital haemorrhage with essure. Diagnostic results (normal ranges are provided in parenthesis if available): ultrasound scan vagina - on an unknown date: hcp feels that devices are in correct location. Most recent follow-up information incorporated above includes: on 7-jun-2017: quality safety evaluation of ptc. Company causality comment: incident. At the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Event description:
This spontaneous case was reported by a physician and describes the occurrence of abdominal pain ("abdominal pain") and genital haemorrhage ("bleeding") in a (B)(6) female patient who received essure for female sterilization. The occurrence of additional non-serious events is detailed below. On (B)(6) 2016, the patient started essure. On (B)(6) 2016, 82 days after starting essure, the patient experienced abdominal pain (seriousness criteria medically significant and clinically significant/intervention required), genital haemorrhage (seriousness criterion medically significant) and abdominal distension ("swelling"). The patient will have surgery to remove essure the day following the report. At the time of the report, essure treatment was not changed. At the time of the report, the abdominal pain, genital haemorrhage and abdominal distension had not resolved. The reporter provided no causality assessment for abdominal pain, genital haemorrhage and abdominal distension with essure. Diagnostic results (normal ranges are provided in parenthesis if available): on an unknown date: ultrasound scan vagina result was hcp feels that devices are in correct location. Company causality comment: this spontaneous medically confirmed case report refers to a female patient who had essure (fallopian tube occlusion insert) inserted and 3 months later had abdominal pain and bleeding (interpreted as genital bleeding). She was going to have surgery to remove essure the day following the report. These events are anticipated in the reference safety information for essure. Abdominal pain and genital bleeding in women may have multiple causes. In the present case, no information regarding consumer's medical history and concurrent conditions was provided. Given the nature of the reported events, positive temporal relationship and lack of alternative explanation, causality with essure cannot be excluded. Non-serious event was also reported. This case was regarded as incident since device removal will be performed. A product technical analysis and further information are expected.